Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 5 years and 2 months post implantation of a 29mm sapien ultra implanted in aortic position, a valve in valve with a 29mm sapien 3 ultra resilia valve was performed due to valve leaflet calcification. There were no reported issues. According to the medical record, the patient had multiple recent hospitalizations for congestive heart failure. Now in intensive care with cardiogenic shock requiring vasopressor support and being diuresed with intravenous bumex. A tee performed three days prior to the revision noted a bioprosthetic aortic valve, leaflet motion is restricted. The leaflets are thickened and calcified in appearance. The left coronary cups leaflet appears fixed/tethered. The ava by planimetry and by continuity equation is 0.6cm2, mean gradient of 66mmhg. There is no regurgitation and there is severe stenosis. A tte from approximately 22 days prior to the revision noted a valve area of 1.93cm2, peak/mean gradients of 31.05mmhg and 52.94mmhg, respectively, no regurgitation and valve leaflet motion restricted. A valve in valve was performed using a 29mm sapien 3 ultra resilia, via the femoral artery. The patient was transferred out of the ICU 4 days later and discharged 10 days after the revision.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate the cause of the event could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of the monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.